Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the set screw of the device to remove the rv pacing lead was unable to be loosened due to possible lead noise observed post leads being placed and torqued down. The source of the noise issue is unknown. The set screw was tightened and the same tool was used to loosen the set screw. The cover over the rv lead set screw was removed for visualization and the set screw was turning was not backing out of the rv lead which was unable to be removed. Physician explanted the device and the lead during which helix to retract back into the lead. A new device and rv lead was implanted after new venous access was obtained. New device was attached to the new lead. There was no malfunction allegation with any other leads. Patient was stable prior and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.